Manufacturer narrative:
(B)(4). The device was returned for evaluation and repair. The alleged malfunction was confirmed. The device was repaired as follows: replaced missing or defective components, sandblasted, and polished the instrument. The traceability etching was also repaired. The instrument was repaired, tested to specifications and returned to the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that the tip of a bipolar forcep was broken. No other information was provided. There was no report of patient impact or injury as a result of the event.